Event description:
Almost choked [choking sensation]. Got it in my throat - small brush part [foreign body]. Small brush part came loose and came away from the shaft part [device breakage]. Case description: a male consumer reported that while using a braun oral-b brushhead, version unknown on an oral-b rechargeable toothbrush, version unknown the "small brush part" became loose and came away from the "shaft part" of the brushhead. The small brushhead part went into his throat, he almost choked, but he was able to cough it up. The consumer reported this was the second time this had occurred. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.